Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer did not know if their blood glucose level was impacted since the customer still had to test for carbs that were eaten recently.